Manufacturer narrative:
G4 - premarket / 510(k): k133110, p090003.

Event description:
It was reported that stent removal difficulty occurred. The target lesion was located in the subclavian artery. A 10.0x40x75cm express ld stent balloon expanding was selected for use. Post implantation, it was noted that there was resistance encountered and the balloon segment of the catheter became disconnected. The disconnected portion had remained partially within the sheath; therefore, the sheath and the broken catheter segment were able to be removed. The procedure was completed with the original device. There were no patient complications as a result of this event.